Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Multiple syringe pumps failing the pressure disc calibration with update to asm 12.1.0 syringe modules are 9.15.2. Fails on 250 mmhg test and on calibration the 1000 mmhg fails. Using analog sensors 50 is 49.6 250 reading 288.1 400 mmhg is 459.9 1000 is 1095 another unit was unstable. Hospital has around 12. He suspects a possible software anomaly. He gets in at 1:pm central (B)(4) is on example one. Pressure sensing disc set is old and hospital does not have any to use. Set is year or longer. Failure device type: alaris system instrument failure problem type: 8110 failure mode: calibration case resolution: escalated to c/a no information on cal issues with 12.